Event description:
The customer reported that the insulin pump had an error alarm, and the device was exposed to an MRI. The caller stated that the insulin pump kept resetting and giving multiple error alarms. The customer was not able to run the displacement test. Advised the customer revert to back up plan. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test, had constant tone, and alarmed during rewind as a result of a motor encoder signal being out of phase.